Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-03016 pertains to the first resolution 360 clip device and manufacturer report # 3005099803-2016-03017 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy with polypectomy procedure in the transverse colon performed on (B)(6) 2016.